Manufacturer narrative:
The device was returned to boston scientific for analysis. Electrical test revealed tip to sensor shorts. All resistances measured were in specification and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested and a gross leak was identified. 3 kinks in the magnetic sensor wire were visible during x-ray examination. Further dissection of the guide coil and magnetic sensor wire pair showed that the sensor pair wire insulation was compromised. A secondary finding or cracker luer was also identified.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. During an ablation procedure a intellanav mifi open-irrigated catheter was selected for use. It was reported that high amplitude and high frequency noise was observed on egm and ECG channels. Error codes 1405-2 "location reference back patch is not connected or out of field" and 1319-2 "magnetic localization system internal error" were also observed. The catheter was replaced then the signal station was rebooted. The procedure was completed with no patient complications. However, device analysis revealed cracked luer.